Manufacturer narrative:
Literature citation: lee w, artenstein d, tenggardjaja cf, lee uj, lucioni a, reyblat p, kobashi kc. Single institutional experience with single-staged sacral neuromodulation: cost savings and outcomes in a contemporary case series. Journal of urology. 2019. Doi: 10.1097/ju.0000000000000576. Age or date of birth: this value is the median age of the patients reported in the article as the specific patient could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as the specific patient could not be identified. Date of event: please note this date is based off of the article¿s date of acceptance as the specific event date was not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: the authors presented the first case series evaluating the cost of single-stage sacral neuromodulation reported in the literature. The objective of the study was to evaluate the outcomes and analyze the cost from our institutional experience with single-staged sacral neuromodulation. It was concluded that the study demonstrated the potential healthcare savings from a single-stage sacral neuromodulation procedure. Moreover, single-stage sacral neuromodulation may have other added benefits such as reduction in infection rates, patient satisfaction, and other indirect cost savings, such as time off from work. Reported event: it was reported the patient experienced persistent and bothersome lower extremity paresthesia, despite reprogramming and otherwise symptomatic success. It was noted that these symptoms did not manifest until three months after the procedure. The patient underwent device explant (implantable neurostimulator (ins) and electrode) seven months after the original sacral neuromodulation (snm) procedure. There were no further complications reported or anticipated. See attached literature article.